Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Several o2 boost and disconnect suction programs were performed. The reported issue could not be duplicated and the ventilator was cleared for clinical use. No parts were replaced. Evaluation of provided ventilator logs found that on the reported event date, alarms for low o2 concentration and low expiratory minute volume was generated after o2 boost function was chosen. There is however no log posts that disconnection/suction program was started as described by the user facility. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check 15 days prior the reported event date. The root cause of the reported low o2 concentration could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was not as set value. There was no patient harm. Manufacturer's ref #: (B)(4).